Event description:
It was reported that since october 2024, this subcutaneous implantable cardioverter defibrillator's (s-ICD) remaining battery longevity had decreased from 24% to 16%. The physician suspected potential premature depletion and boston scientific technical services (ts) was contacted for review. Ts confirmed that the battery was depleting prematurely and device replacement or repeat data analysis was recommended within a provided timeframe. At this time, the s-ICD remains implanted and in-service. The patient was stable with no adverse effects reported.